Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device displayed technical failure codes 300, 316, and 545. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Additional information received indicates that the customer sent over the devices log files to technical support for further evaluation. A review of the device's log file showed technical failure 300 (device in fail safe), technical failure 316, technical failure 545 (step insp valve value out of spec), and technical failure 400. Logs also indicated that the device has not been calibrated since it was installed at the customer site. The technical failures are likely caused due to device being out of calibration. Customer was advised to calibrate the device and inform us if that resolved the issue, however a response was not received by the customer.